Manufacturer narrative:
Evaluation summary: . Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that rotated in the bag, possibly due to a large capsular bag and the patient being a high myope. Additional information was provided by the surgeon, who reported that the target refraction was plano and the postoperative refraction was +1.75-.3.50x30. The current orientation is 60 degrees. The intended orientation was not provided. Additional information was provided that a reposition of the lens was performed. There are two medical device reports associated with this patient. This report is for the right eye.